Event description:
A malfunction was reported on the customer's pump with a malfunction code displayed as malf 16- 0x20e6. There was no adverse impact to the customer¿s blood glucose level. Technical support decided to replace the pump, providing the customer with a replacement pump equipped with updated software. The customer was informed of the available training resources and agreed to return the faulty pump using the provided return box and pre-paid label within 10 days.